Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire passed through, a 2.5mm x 20mm x 144cm coyote es balloon was advanced for dilation. However, during the third inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.